Event description:
Reportedly, when replacing the pacemaker on (B)(6) 2025, the ventricular lead (vega r46d, sn:(B)(6)) could not be removed from the device. Even when inserting a torque wrench into the set screw, it would not turn, and even after removing the grommet, it still would not turn. The situation did not change even with a new torque wrench. Therefore, the device was destroyed in order to remove the lead.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Manufacturer narrative:
The conclusions are as follows: - as described in the complaint, the subject pacemaker was received destroyed. The atrial and ventricular silicone caps were found damaged with the presence of a hole. The ventricular hexagonal cavity was found completely rounded with presence of many residues inside such as silicone cap residues and ventricular setscrew residues. - the screwdriver was found damaged in the corner. Those observations led to the following hypotheses: 1. Either the pacemaker was damaged during the implantation procedure (silicone cap, ventricular hexagonal cavity) leading to the impossibility of loosening the ventricular setscrew. 2. Or the pacemaker was damaged during the explantation procedure where too much strength was applied with the screwdriver leading to damage on the silicone cap and irreversible damage on the ventricular hexagonal cavity (completely rounded). Based on the damage seen on the screwdriver, the second hypothesis is the most likely. Based on the available data, no issue is suspected on the subject pacemaker. For more details, please refer to the attached analysis report.

Event description:
Reportedly, when replacing the pacemaker on (B)(6) 2025, the ventricular lead could not be removed from the device. Even when inserting a torque wrench into the set screw, it would not turn, and even after removing the grommet, it still would not turn. The situation did not change even with a new torque wrench. Therefore, the device was destroyed in order to remove the lead.